Event description:
It was reported that the customer was currently in the hospital and had a broken insulin pump for some time. Her doctor was telling her she needed to be back on the insulin pump. The reason the customer was in the hospital was reportedly not related to the insulin pump or diabetes. She did not wish to discuss the insulin pump issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.